Manufacturer narrative:
Device evaluation the zib6-40-10.0-40 device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the pmcf study. It is related to pr (B)(4) and will capture the second onset of biliary obstruction. Manufacturing records review: prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use, ifu0040 which informs the user about the potential adverse events that may occur: allergic reaction to contrast or medication, allergic reaction to nitinol, bile duct ulceration, bile leakage, biloma, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, death (other than due to normal disease progression), fever, hemothorax, hematoma, hemorrhage, infection/abscess at access site, inflammation, liver abscess, nausea/vomiting, obstruction of the pancreatic duct, pain/discomfort, pancreatitis, perforation, peritonitis, pleural effusions, pleuritis, pneumonia, pneumothorax, recurrent obstructive jaundice, respiratory depression or arrest, sepsis, stent fracture, stent migration, stent misplacement, stent occlusion, trauma to the biliary duct or duodenum, tumor overgrowth, tumor seeding, vascular injury (including portal or hepatic vein or artery). It should be noted that the instructions for use (ifu0040) lists ¿stent occlusion¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing condition and/or a known potential adverse event. As per the pmcf, the cause of the re-current biliary obstruction was undocumented however, as per the pmcf, the site determined the event to not be related to the study device, or procedure and related to the patients pre-existing condition of cancer. Also, as previously noted, ¿stent occlusion¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, on the (B)(6) 2016 the patient underwent a stenting procedure where a zib6 stent was placed in the common bile duct for prostatic cancer. There were no adverse events related to the procedure. On (B)(6) 2016, the patient experienced re-current biliary obstruction. The site determined the event to not be related to the study device. This is captured in pr (B)(4). On (B)(6) 2016, the patient experienced re-current biliary obstruction for the second time. The cause of this was not documented but as per the pmcf, the site determined the event to not be related to the study device or procedure and related to cancer. Endoscopic treatment included a change of the external and internal drain. Confirmed quantity of 01 x used device. Patient death was reported on the 16-may-2016. The cause of death was unknown. As per medical advisor input, the cause of death was related to the progression of cancer.

Event description:
A supplemental report is being submitted due to completion of the investigation on 3 apr 2025.

Event description:
(B)(6) 2016 date of first implant procedure in common bile duct for prostatic cancer. X1 zib6-40-10.0-40 of unknown lot number. No adverse events related to the procedure. Pre-stent dilation performed in common bile duct. Re-current biliary obstructions (B)(6) 2016. 14 days post procedure. Not documented if obstruction was within a study stent. Not documented if patient presented with signs/symptoms. Treatment study stent placed. The site determined the event to not be related to the study device, or procedure. (Pr (B)(4) ) re-current biliary obstructions (B)(6) 2016. 18 days post procedure. Re-intervention not successful. Obstruction noted to be within a study stent. Not documented if patient presented with signs/symptoms. Treatment endoscopic intervention change of the external internal drain. The site determined the event to not be related to the study device, or procedure, related to cancer this file will capture the second onset of biliary obstructions. The first reintervention for recurrent biliary obstruction was noted as successful. The second reintervention was noted as not successful, with the reason undocumented. On (B)(6) 2016, the patient died. The cause of death was unknown.

Manufacturer narrative:
PMA/510(k)#: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.